Event description:
No additional information provided.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. We cannot confirm whether the yellow shank head refers to the pp connector or the sleeve stopper of the prn, and we cannot confirm the status and composition of the black spot. 2. DHR/bhr review lot#: 3171582 1. The products of this batch were assembled at intima ii auto line 2 in july 2023 and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no black spots are found. Please see attachment for the inspection report. 4. The plant has received a complaint of a black spot in the pp connector. After inspection and analysis by the pp connector manufacturing engineer, it was determined that the black spot is not dirty, but the molding defect of the pp connector. Because the sealing ring of the hot runner cylinder was damaged, the air leakage caused insufficient air pressure to completely drive the valve pin in place, causing the valve pin to stick material, and insufficient material to enter the mold cavity, resulting in the black spot at the pp connector. Actions taken: replace the sealing ring of the hot runner cylinder every 6 months and modify the document mfg-0038-k. Conclusion(s): no abnormality is found on process and retained samples. Because the specific site of the black spot and its status and composition cannot be confirmed, the root cause of the defect cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn had foreign matter (mold). The following information was provided by the initial reporter translated from chinese to english: on (B)(6) 2024 10:00:00 the nurse on duty in the ward for the patient's intravenous indwelling needle puncture q, open the package and found that the closed type intravenous indwelling needle (24g * 0.75in) yellow shank part of the head of the mold-like black spots, and immediately replaced with another closed type intravenous indwelling needle (24g * 0.75in), the yellow shank part of the head of the normal, can be used normally, the report of the adverse event.